Event description:
I have been using fixodent since I believe the early to mid 90's and since 2007, on upper and lower denture. I began having numbness and tingling and other symptoms in my legs and arms. In early 2009, I was diagnosed with neuropathy after years of suffering. Three months later, the tests for copper and zinc showed high levels of zinc in my blood. My neuropathy is permanent and is now being treated with medication. Dose or amount: denture cream. Frequency: 2 times daily. Route: oral. Dates of use 199? - 2009. Diagnosis or reason for use: denture adhesive.